Event description:
It was reported that the patient was undergoing a dye study because of a volume discrepancy. The patient had presented with a return of symptoms including "stinging", itchiness, and tingling. It was noted that the patient was possibly going through withdrawal, as he felt like "something has been going on for three months." Later that day, it was reported that the dye study had shown a hole in the catheter at the entry into the spine. The patient's itchiness was located in the same area. It was noted that the physician had recommended a catheter replacement procedure. The drugs used in this system were bupivacaine and morphine.

Event description:
Additional information: the patient had a new catheter implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the cause of the event was noted to be due to ¿catheter erosion¿. The issue with the catheter was reported as a break/tear/hole at the distal segment (as previously reported). The patient had symptoms of decreased pain relief due to drug effects, and increased pain associated with the catheter issue. A catheter dye study was performed on (B)(4) 2013 (as previously reported) which found the catheter erosion. It was noted a revision procedure was performed on (B)(6) 2013. The patient did not require hospitalization due to the event and it was reported there was no patient injury.

Manufacturer narrative:
(B)(4).